Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported they got peritonitis while on the machine. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the outpatient home dialysis unit on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3305 u/l, polymorphs = 88%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin (per vancomycin level) and ceftazidime 1500 mg daily for 14-21 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2023, and the patient¿s antibiotics were continued. The patient continues to undergo continuous cyclic pd (ccpd) utilizing the same liberty select cycler and is recovering from the serious adverse events. The pdrn attributed causality to a disconnection event, when the patient¿s pd catheter extension set disconnected from the liberty cycler set due to inadequate tightening. The patient reported the liberty cycler set fell to the floor, and they reconnected without utilizing a new set-up. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.